Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump was having a low prime volume issue. In addition, the patient claimed that her blood glucose (bg) levels were elevated. The patient claimed that she fills her cartridge to 200 units and after priming, the pump would allegedly read 175 units to 176 units and at most 178 units. The prime volume was allegedly on the low end of what was needed. The patient claimed that she was priming until drops of insulin could be seen. A review of the pump revealed that the tdd matched the bolus history. The basal rates and time/date were correct. No associated alarms were noted in the alarm history. The I:c, isf, and target were all correct. The patient reportedly had a bg level of "282 mg/dl" at an unspecified time on (B)(6) 2011. The patient changed the site and noticed that "it was bent." After the site was changed and correction was administered, the patient claimed the bg went up to "369 mg/dl." Again, the site was changed but the site was reportedly not bent. An unspecified time later, the patient claimed that her bg went up to "408 mg/dl" with ketones. The patient denied having any signs or symptoms. The patient denied having any other medical conditions and mentioned that she was very upset with a friend. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a bg level of "408 mg/dl" with ketones while using the pump. However, at this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump performed a rewind load and prime with no issues. The pump was exercised for 24 hours without loss of primes. A cartridge with 100 units was placed in the pump and after the load step the pump indicated 101 units. The force sensor was tested and found to be within specifications. There were no insulin delivery interruptions or pump malfunctions observed in the black box download. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.